Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level at the time of incident was 560 mg/dl and also had blood glucose level in 300 mg/dl to 400 mg/dl. The customer treated high blood glucose level with old insulin pump. Customer experienced symptoms such as nausea, abdominal pain and difficulty in breathing. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Based on customer report customer does not allege pump was under delivering. Auto mode feature was active and automatically adjusting insulin at times. High pressure test was performed and insulin pump passed that test. The customer declined to troubleshooting on insulin pump. The insulin pump will be returned for analysis.